Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the implant flipping was determined to be because it was in the adipose tissue. The device was replaced and the pocket revised.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) reporting the reason for call was the pt got a new ins battery a year or two ago because the old one was ready to be replaced and the ins charge was only lasting a day, so they had to recharge daily since the very beginning. Pt was redirected to their healthcare provider (hcp) and the pt said they had been programmed before from the very beginning and it was as if they were pricked like a mule. The reps tried to reprogram it on previous occasions and it would go bam bam bam and not getting help from it. Whenever a rep would reprogram to give more time on it (patient services -ps understood to help with ins charge frequency)they would slow down the sensation and instead of a vibration they would get a bam bam bam for it was not helpful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that pt¿s device is in abdomen and device is flipping and causing issues with recharging. Pt is having to recharge daily due to issues recharging. Attempted to assist patient with recharging until device is replaced. Unable to get full bars due to device flipping. Attempted multiple positions for charging. The issue did not resolve. Surgical intervention is planned but not scheduled. The patient is alive with no injury.